Event description:
Patient tested several times and observed only qc2h and error 114. A different finger was used for each test. Patient was unable to obtain result last week using strips from the same box. Patient usually tests on (B)(6) but tested today ((B)(6) 2011) because she had noticed some unusual bruising/bleeding and was concerned about whether or not she should take her warfarin dose tonight.

Manufacturer narrative:
Investigation pending.